Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer replaced the defective air/o2 flow sensor to address the reported problem. The unit successfully passed the required performance verification test. The gas delivery system (gds) was returned to the fi (failure investigation) lab for evaluation. Visual inspection of the gds system revealed no anomalies. The gds system will be installed into the fi test ventilator. An attempt to boot into the normal ventilation mode will be made. The test ventilator did boot up and deliver breaths and no errors were generated while cycling the power on and off, however, the unit noted to fail portions of air flow accuracy, oxygen flow accuracy, and oxygen % accuracy testing. Airflow sensor subsystem determined to be failing from test data, suspected u1/u2. U1 and u2 have been replaced on the failing airflow sensor subsystem. After repair, returned subsystem was re-tested under the procedure test procedure for v60x gds rev. 4. No failures noted under critical test conditions. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported flow readings out of specification found during annual pm test. The device was not in use at the time of the reported event; therefore, there was no patient involvement.